Event description:
A report was received via social media that the patient's scs device burned her really bad from the inside and had the devices explanted. The patient reported that she now have more pain and a huge hole in her back where the device was implanted. No further information could be obtained.